Event description:
Same case as: 2134265-2013-04209. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the obtuse marginal and circumflex artery. The physician treated the lesion with placement of a promus element plus stent. A second promus element plus stent was implanted at the circumflex artery to the obtuse marginal branch. Upon attempting to post-dilate the first implanted stent, the stent strut was compressed. Upon post-dilating the second implanted proximal stent, the stent strut was compressed as well. No additional stenting was done over compressed area. The procedure was completed and the no patient complications were reported. The patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. (B)(4).